Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check was performed with tandem technical support and cause could not be determined. Customer changed out the infusion set and pump therapy was resumed. Blood glucose (bg) was 542 mg/dl and insulin injections were administered to address bg.